Event description:
Broken needle got stuck in tissue[medical device complication]. The pt has experienced two other events where the needle broke during injection, but the pt was able to remove those two of the needles by self with a forcepts. This time the reporting physician referred the pt to a surgeon who should have seen the pt by now. The outcome of the event is unknown.

Event description:
Broken needl got stuck in tissue [medical device complication] case description: this spontaneous report recevied from germany was reported bya a physician as "broken needle got stuck in tissue" and concerns a 64-year-old woman whoe had been using novofine 8 mm (30g) needle for approx 3 months due to diabetes mellitus (type unk). In 3/2005 the pt experienced a broken needle which got stuck in her tissue. In 3/2005 the pt experienced two other events where the needle broke during injection, but the pt was able to remove the needles by herself with a forceps. This time the reporting physician referred the pt to a surgeon who should have seen the pt by now.